Event description:
The customer's mother report that her daughter's blood glucose and insulin history is as follows: time: 5:08pm, bg (mg/dl): 255; bolus (u): 2.4. Time: 6:07; bg(mg/dl): 322. At 6:48, the pod was deactivated and she noticed the cannula was slightly bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.